Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken; the battery door and right plunger case were cracked; and a non-original equipment manufacturer top case was identified. Review of the event history log showed an occurrence of a "battery communication timeout" alarm. Functional testing found that the device displayed "battery communication timeout" at power up and all battery values were zero. The same result was found with the testing battery. The investigation determined that the interconnect board no longer operating properly was the cause of the reported issue. The interconnect board was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the battery was not communicating with the pump. No further information provided. No patient injury.